Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who trialed a neurostimulator. It was reported that the patient had issues with the trial. The wires moved. The trial device had been inserted on (B)(6) 2016 and was removed on (B)(6) 2016. The patient had pain that she did not have before. The patient asked for a manufacturer representative¿s phone number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.